Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint description: ICU received a patient with a 20 cm triple-lumen cvc placed in the right ij. The catheter was placed at a nearby hospital and transferred in. The catheter was secured only at the white flexible piece of the second site, which was added to the catheter body, and there was no blue box clamp. Sutures were used for securement. The catheter juncture hub was not secured by any mechanism. The catheter was pulled out prematurely/accidentally due to poor securement.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot#: 23f17b0629.

Event description:
Complaint description: ICU received a patient with a 20 cm triple-lumen cvc placed in the right ij. The catheter was placed at a nearby hospital and transferred in. The catheter was secured only at the white flexible piece of the second site, which was added to the catheter body, and there was no blue box clamp. Sutures were used for securement. The catheter juncture hub was not secured by any mechanism. The catheter was pulled out prematurely/accidentally due to poor securement.